Event description:
Reporter indicated that the pt was experiencing chest tightness. It was also reported that the pt had a seizure recently and pt fell down the stairs and hurt their hand. The pt did not see a physician for the hand. Further follow-up revealed that the physician does not know if the chest tightness is cardiac-related and it was indicated that the pt had not had an EKG done.